Event description:
When using this c1 on a patient, the display suddenly blacked out. However, the patient was not injured because ventilation continued after the phenomenon occurred.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction can lead to a delay in the therapy. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the embedded sys modul board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.